Event description:
On 22nd august 2025, rayner received notification from a healthcare facility in singapore of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that the leading haptic and half of the optic had injected without incident; however, the remaining half of the optic and trailing haptic met resistance and failed to deliver fully into the eye with half of the lens unfolding outside of the eye. The surgeon tried unsuccessfully to complete implantation and then removed the lens with forceps before completing surgery successfully with a back-up iol.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the leading haptic and half of the optic had injected without incident; however, the remaining half of the optic and trailing haptic met resistance and failed to deliver fully into the eye with half of the lens unfolding outside of the eye. The surgeon tried unsuccessfully to complete implantation and then removed the lens with forceps before completing surgery successfully with a back-up iol. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The additional information received identifies that resistance was experienced as "the lens was leaving the plunger". The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone emv toric rao210t batch 094251128 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. Without the ability to examine the device it is not possible to establish the cause of the event.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the leading haptic and half of the optic had injected without incident; however, the remaining half of the optic and trailing haptic met resistance and failed to deliver fully into the eye with half of the lens unfolding outside of the eye. The surgeon tried unsuccessfully to complete implantation and then removed the lens with forceps before completing surgery successfully with a back-up iol. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The additional information received identiifes that resistance was experienced as "the lens was leaving the plunger". The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The device was retained and returned to rayner for evaluation. The device was returned dehydrated in a blister tray; dehydrated lens was placed in a separate pouch. Preliminary inspection of the returned injector showed that movable flaps were closed, and the plunger was pushed in. Provided lens was inspected under x10 magnification and was found to be intact. Following the full injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was intact. There were visible traces of ovd residue inside the cartridge chamber. Following this, the injector was re-assembled with new plunger, and fresh sample lens of rayone aspheric rao600c +20.50 d from rayner stock was prepared and injected in accordance with the IFU. The injection was successful; no issues occurred during this process. Product return inspection performed couldn't confirm the event as reported. On product return inspection and testing completed, no rayone injector fault was found. Results of injector testing confirm that the device performs as per design.

Event description:
On 22nd august 2025, rayner received notification from a healthcare facility in singapore of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that the leading haptic and half of the optic had injected without incident; however, the remaining half of the optic and trailing haptic met resistance and failed to deliver fully into the eye with half of the lens unfolding outside of the eye. The surgeon tried unsuccessfully to complete implantation and then removed the lens with forceps before completing surgery successfully with a back-up iol.